Event description:
It was reported that a patient was revised approximately three years five and a half months post implantation due to due to a screw from the articular surface being loose and not seated in the stem. The screw from the insert was fractured, and a piece of the screw was still seated in the stem. The surgeon used a burr/drill to remove that bit and it will therefore not be retrieved.

Manufacturer narrative:
This report is being submitted to provide additional information. Updated: b2, b3, b4, b5, d2b, d6b, d9, d10, g1, g3, g6, h1, h2, h6, and h11.

Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information, and no further information has been provided. G2: norway. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that following a knee arthroplasty, the articular surface screw is loose and not seated in the stem. Attempts to obtain additional information have been made; however, no more information is available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This report is being submitted to provide additional information. Updated: b4, b5, d2b, d4, g1, g3, g6, h1, h2, h3, h6, and h11. Visual examination of the returned product identified signs of use (scratches, dings) and the treads are damaged. Also confirming complaint the locking screw has fractured, not all pieces returned. Dimensional analysis of the product determined that the product, where measured, was conforming to its print specifications. Device was submitted for further analysis. Analysis determined that optical images of the device fracture surface show excessive smearing and indications of beach marks artifacts, suggesting that the device fractured due to fatigue. X-rays were provided and reviewed by mmi they state that there is dislodgment of the hinge post screw with resultant component malalignment. The metallic screw projects over the lateral joint line, consistent with disassembly of the hinge post. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. This complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a revision surgery has been scheduled due to a screw from the articular surface being loose and not seated in the stem. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This report is being submitted to provide additional information. Updated: b4, b5, d1, d2a, d2b, d4, d10, g1, g3, g4, g6, h1, h2, h4, h6, and h11 corrected: d6a. D10- medical product. Stemmed tibial component precoat size 6, item# 00598004702, lot# j6955456. Right size g cemented option femoral component, item# 00599401792, lot# 77011479. 20mm diameter 100mm length straight stem extension combined length 145mm, item# 00598801020, lot# 65133523/ 15mm diameter 100mm length offset stem extension combined length 145mm, item# 00598802015, lot# 65091798. Distal femoral augment block precoat, item# 00599003710, lot# 63320433. Distal femoral augment block precoat, item# 00599003720, lot# 62998988.